Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was not determined. It wa s reported the patient will continue to charge.

Manufacturer narrative:
Product event summary #pending communication pli 10/20: investigation summary - it was reported that the patient always had issues charging the ins and that recently they were unable to communicate with it. An overdischarge was suspected. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The rep was contacted to determine the cause/resolution to the event. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. See(B)(4)- CAPA monitor - overdischarged batteries (B)(4). The event met the fi criteria due to the report that the patient was unable to communicate with/charge the ins and that it had not been charged for a number of months. The root cause, if available, is documented in the referenced investigation record. Continuation of product ID 97714 (B)(4): (B)(6)2015 product type implantable neurostim ulator this report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient's second ins was not confirmed to be in overdischarge but the patient was having issues charging that ins. The rep performed a physician mode recharge (pmr) and the patient needed to recharge the ins but the patient was only getting 2 coupling bars after the pmr. The cause of the difficulty charging the 2nd ins was unknown but the rep noted that they would follow-up.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. It was unknown which of the patient's 2 ins' had recharging difficulties. An additional reg report for the patient's other ins ((B)(4)) will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had issues charging both of their ins'. Both of the ins' were in the abdominal area about 3/4 inches away from each other. Repositioning the antenna resolved the issue with one of the ins', after which they were getting all 8 coupling bars. For the second ins, they were getting the reposition antenna screen on the ins recharger and the clinician programmer had not telemetry with the ins. Antenna locate for the second ins resulted in a value of 82 and it was noted that the patient could palpate the ins easily. It was suspected that the second ins was in od, and it was recommended that a physician mode reset be performed. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that a por was seen. The patient's therapy had stopped. The patient stated that they called their manufacturer's representative (rep) in april or may. The patient stated that both ins's were showing pors. The rep stated that they are with the patient and both devices are discharged. The patient stated that they have always had issues with their right side ins- this appears to be possibly due to the ins placement. The caller stated that the two devices are too close to each other. The patient stated that the right side device takes three days to get a full charge. The patient stated that the ins will get to full charge and deplete in a day. It was not possible to run an estimate or check impedances as both ins's were discharged. The rep was able to get 6 coupling boxes on the call. The right battery is not charging quickly even with good coupling. The left side charged rather quickly, but can't be interrogated due to interference of the right battery charging. The rep will clear the por when both devices are charged. No further complications were reported or anticipated.